Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the long bipolar grasper instrument had a damaged conductor wire. There was no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue was identified prior to reprocessing. No additional information was provided.

Event description:
Refer to h11 for follow-up information.